Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima prn yel 24ga x 0.75in catheter broke / separated after placement involved device: cath. Venous periph. Type microperfuseur 24g 19mm securise pur avec prolong. 7cm (saf t-intima) 383318 device reference: 383318 supplier: becton dickinson france number of cases: 1 lot: 4036565 incident date: 07/17/2024 description of the incident: when placing the catheter in the patient's vein, after removing the guide, the plastic part has become disconnected from the winglet. Blood flows out of the kt at the base of the winglet. Clinical consequences: / unfortunately, as the faulty device has not been preserved, we are aware that the expertise cannot be carried out on the incriminated device. Nevertheless, we would be delighted to carry out an analysis using your sample library.

Event description:
No additional information provided.

Manufacturer narrative:
DHR review: the complaint lot#4036565, assembly in suzhou plant1 on 2024.mar.6, lot quantity is (B)(4) review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: no sample return yet, no pictures provided. Retain sample analysis: sampling 2ea from the retain sample of the same manufacture lot to check tubing bonding status, and check the separation force between tubing and wing inserter, all of check results are within specification, refer to the attachment for retain sample test report. Possible cause analysis: tubing and wing inserter component dislodged reported, possible reasons for such defect are: 1. Poor bonding performance due to less or no cyclohexanone during tubing/wing-inserter manual bonding process 2. Raw material defect from tubing or wing inserter: the manufacturing process have taken below actions to prevent or monitor above possible risk: 1. 100% inspection was taken after bonding process, poor bonding status can be identified. 2. Both in-process and out-going sampling will check the separation force between tubing and wing-inserter. There is no sample returned, and even no picture to show a typical defect feature on the bonding location, so actual defect feature is not clear. The retained samples does not display this defect failure mode, so we could not determine the root cause.